Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted device not returned.

Event description:
It was reported that the pump shut off unexpectedly while charging. Customer confirmed pump display turned on when re-plugged into a power source. Subsequently, the pump battery was noted to be charging slowly. Customer's blood glucose (bg) level was high, however, a specific value was not provided. Reportedly, the customer did nothing to address bg level. The customer loaded a cartridge and continued to use the pump for insulin therapy.